Manufacturer narrative:
Customer report was confirmed. Rec'd (1) single dpt kit. Damages were identified at dpt housing female luer body. Four major cracks and multiple small cracks were found around luer body. The major crack extended along entire luer body.

Event description:
During a laparoscopic cholecystectomy, the physician discovered the ring dislodged, falling into patient. The ring was removed from the patient.

Event description:
Broken tubing breakage of the transducer occurred.